Event description:
The complainant reported an under-delivery. Rate and volume specific information was not provided.

Manufacturer narrative:
(B)(4): insufficient flow or under-infusion. (B)(6). The device reported, list number 00083, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00084, that is marketed domestically. The device was evaluated upon return. A delivery accuracy test could not be completed due to the condition of the pump. The motor was found to be too weak. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.